Event description:
Customer reported a past incident of low blood glucose, with the specific low value not stated, only described as "low." Cause was not known. Customer addressed the issue by consuming carbohydrates. Tandem technical support advised the customer to consult with a healthcare professional to understand potential factors affecting their blood glucose levels, and customer acknowledged this recommendation.